Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 93862, were returned and analyzed. The data files showed at least 7 applications were performed with the returned balloon catheter on the date of the event. System notice (B)(4) ¿leak detection¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed traces of blood within the inner balloon. The catheter failed the performance test due to system notice (B)(4) (leak detection) upon connection to the console when full vacuum was applied. Pressure test showed a leak through the guide wire lumen. Also, dissection showed a guide wire lumen breach at 1.44 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.